Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan to report the one touch verio iq meter was reading blood samples as a control solution test. On (B)(6) 2012 the (B)(4) spoke with the patient to obtain and verify information. On (B)(6) 2012 at 9:00 am, the patient claimed the reported meter was reading her blood samples as control solution samples. The patient obtained the blood glucose readings of 140 mg/dl and 150 mg/dl, which were labeled as "control solution" on the reported meter. This was the first time of the day the patient had tested her blood glucose level. The patient's expected readings at that time of day range from 120 mg/dl to 130 mg/dl. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient took no actions based on the meter issue, and she did not take her diabetes medications. Forty-five minutes afterwards, the patient experienced the symptom of shaking and nausea. The patient confirmed that these were her symptoms of high blood glucose levels. The patient reported that she then passed out. Her son found her and revived her, and tested her blood glucose level with the reported meter to be 150 mg/dl and 160 mg/dl. The patient's son took her to the emergency room, where her blood glucose level was tested to be 217 mg/dl. The patient was hospitalized in order to treat her hyperglycemia and to perform cardiac tests to diagnose the cause of her fainting. While hospitalized, the patient took her usual diabetes medications and also received regular insulin injections via a syringe. The patient manages her diabetes with the oral diabetes medications januvia (sitagliptin) doses unknown, metformin 2000 mg/day, and solostar (lantus) insulin once per day. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient was able to obtain actionable blood glucose readings despite the fact the result was labeled incorrectly and there is no reason to suspect the results were inaccurate. However, as it is unclear if the meter issue of the blood tests being labeled as control solution results may have contributed to the patient's serious injury adverse event, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. The error could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.device returned to mfg date:test strips- 11/21/2012,meter- 11/16/2012.